Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that they encountered an issue with an ins battery which the patient was using and went flat during the night. In the morning, she charged it but when she tried to activate the stimulation while battery was at 50%, she felt the stimulation run for a few seconds and then the stimulation stopped. She was only able to resume therapy after battery was charged to full. No errors or alerts were found when the manufacturer representative (rep) attempted to interrogate it. In the session report provided, it was noted that electrodes are out of range. It was also noticed in the report that charging was fair quality on some occasions. According to the recharge statistics, the technical services specialist did not see that the battery was discharged. The technical services specialist also noted that from the data collected, it seems that the battery was repeatedly turned on and off using the controller.

Manufacturer narrative:
G2. Foreign: singapore medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.